Event description:
It has been reported to philips that the fluoros clear screen is very narrowed, and shutter operation does not improve the situation. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoros clear screen was very narrowed, and shutter operation does not improve the situation. Fse analyses the system and identified the message reduced image size was displaying. Fse found, the message was occurring when the position of the flat panel detector and collimator was off. Fse confirmed from the equipment operation log that the position of the flat panel detector and the collimator was off. This failure was improved by switching the control module. Fse did a clinical visit and confirmed that there were no abnormalities in the operation and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.